Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2014, the patient¿s blood glucose (bg) was as high as 540 mg/dl with extreme thirst. It was reported that the patient self-treated with insulin via pump and injection and also changed insertion site. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. The reporter alleged that there was an occlusion issue on the event date. Occlusion issue allegedly occurred with multiple sets of supplies and the issues were reported previously. The reporter indicated that they were able to complete prime step while disconnected. Review of use techniques indicated that instruction for use was followed for cartridge, infusion set and insertion. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged occlusion issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2015 device evaluation: the meter and pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged occlusion issue was not duplicated. Review of black box data found occlusion alarms due to high force. The total daily delivery added up correctly and reflected the user¿s programmed basal rates. Caps were not returned and test caps were used in the evaluation. The pump powered up properly. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. The force sensor calibration reading and pump delivery accuracy were within specifications. Unrelated to the complaint, the display was found to be discolored and the battery compartment was cracked from below the grip pad to the case seal.